Event description:
This 44 yr old female underwent bilateral mastectomies in 1990 with immediate reconstruction using prosthesis. The pt developed pain in the prosthesis area, fatigue, depression, and memory loss. She also developed a lump on the right upper abdomen where the ports had been; aspiration of the lump revealed free silicone. As the implants were implanted at another facility, this reporting facility does not have any info regarding them other than they are by co's implants. Gross exam of implants: right wall is perforated with evidence of leakage; the left is intact, but the surface is slightly sticky and consistent with gel bleed. Both capsules show histiocyte infiltrates.